Event description:
It was reported that stent damage occurred. A 3.50x16mm promus element ¿ drug-eluting stent was selected to treat the target lesion but was unable to cross the predilated vessel. Upon retrieving the device, the physician noticed that some struts in the proximal part of the stent were popping up from the surface of the balloon. The device was removed in one piece. The procedure was completed with a different device and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system was returned for analysis. No issues were noted with the profile of the devices tip. The stent struts on the two most distal rows were distorted and it was noted that the struts on the second most distal row bent towards the tip. The type of damage is consistent with the stent meeting a resistance or an obstruction during the removal of the device form the patient. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and microscopic examination found no issue with the profile of the devices markerbands. A visual and tactile examination found no kinks or damage along the shaft polymer extrusion. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).